Event description:
It was reported that this inflatable penile prosthesis was removed due to discomfort as the patient could feel the reservoir and the patient was unable to cycle the device. Upon explant, the physician determined there was no fluid in the system. A leak was detected in the tubing as the metal plug had come loose. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.